Event description:
Adverse event(s): "no pt injury" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). A customer reported receiving a system message during a case. The system was rebooted and the case was completed. There was no pt injury reported.

Manufacturer narrative:
There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).